Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts, damage to the battery cap and compartment, moisture corrosion, and a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The battery compartment was cracked and the cap had stripped threads. The pump failed a leak test and evidence of moisture corrosion was found on the cap and in the compartment. Additionally, the display screen was dim and discolored. The keypad cover had been returned torn with an exposed keypad flex, and the contrast button was unresponsive due to a missing contact; which has no effect on insulin delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).